Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality. Moreover, it was seen thatthe dentist has used more drills than recommended to perform the implantinstallation.

Event description:
(B)(4) ¿ the dentist reported that nearly 2 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The 35ncm of primary stability was achieved and the patient presented bone type I.